Event description:
Patients mother reported that the pump required charging daily for 2-3 hours and subsequently became unresponsive, with the screen not functioning. There was no adverse impact to the customer's blood glucose level. The mother declined any further communication as the patient was at school, leaving no additional information on actions taken.